Event description:
It was reported that a patient in a study died three months after implant of the implantable cardiac defibrillator (ICD). The patient had a history of myocardial infarction in, dilated cardiomyopathy, chronic renal failure and chronic obstructive pulmonary disease. The patient did not show up at the scheduled three month follow up visit. The hospital found a note in the electronic patient file stating that patient's family previously informed the hospital that patient died. A cause of death was requested and not received.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.